Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults.